Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/12/2025, the user's caregiver reported that the user announced a less than usual meal but consumed more carbohydrates, resulting in elevated blood glucose (bg). The ilet attempted to correct the high, which led to a low bg of 63 mg/dl. The user then consumed excess orange juice, causing bg to rise again with a recorded high of 250 mg/dl. The ilet alerted to the out-of-range values, and assistance was provided by the caregiver. No symptoms or medical intervention occurred.